Event description:
Information was received indicating that this ambulatory infusion pump exhibited an error code. It was not specified whether or not this occurred during infusion or interrupted therapy. It was also noted that there was a crack in the pump's rear housing. No adverse patient effects were reported.

Manufacturer narrative:
One cadd® cadd-legacy 1 pump was returned for analysis. The customer's reported problem was "ec 1260, crack rear case". Visual inspection found the pump to have a cracked front and rear housing. Investigator was unable to download the pump's event log. The pump was powered up and alarmed ec 1260 which is an issue with the circuit board. The circuit board and the front and rear housing were replaced. What caused the reported problem was the circuit board. Who caused the reported problem is unknown. The device history record (DHR) was reviewed and found to be in compliance. No manufacturing or testing issues were found in the DHR.

Event description:
Additional information received from the customer. Aware date updated.